Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30001775 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for the period of feb 2018 through jan 2020, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. Device evaluation: visual analysis of the returned device identified, the weight the device within specification, crease fold, deformation and yellow particles on the shell. After autoclave cycle was observed: cloudy color in the gel. A microscopic analysis was performed which identified: wear abrasion. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b.5., b.6, d.10., h.3., h.6.

Event description:
Patient detailed incidents in summer and led to MRI conducted, and us performed "about" one week prior. Patient sough medical attention again in october and had us performed for suspected infection and had MRI performed. Patient stated seroma had developed and aspiration was to occur however at the time of aspiration there was minimal fluid accumulation. Patient stated the doctor noted that at time of explant anatomy appeared normal with no signs of infection visually or to palpability. Biopsy and culture of capsule performed after prosthesis removal and found a type of propionate bacteria. Patient noted that hcp was not concerned about bacteria found in capsule at that time. Patient at one point stated she had met with the doctor today. Patient stated that after consulting with the doctor their conclusion was that the infection and seroma were two separate issues. Patient noted she had been battling a fever post op but had consulted with the doctor and infection specialist internist md and determined that patient's proclivity for body building could account for the increase in body temperature. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of infection (late onset) and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset) and seroma-late.

Event description:
Patient reported swelling, tenderness, redness, seroma and infection in right side breast implant. Patient later reported "battling a fever post op". This event is not related to the device. The device remains implanted.